Event description:
The pt is currently enrolled in the (B)(6). At 17 months post implant the pt was admitted for invasive diagnostic testing of significant stenosis of both superficial femoral arteries as part of a continued angiological treatment for arterial occlusive disease, stage iib. Intervention included percutaneous transluminal angioplasty (pta) of the in-stent stenosis. Following pta, angiographic results were "very good." The cause of the restenosis is unk; there is no indication of a device malfunction.

Manufacturer narrative:
The cause of the event is unk. No indication of a device malfunction. The cause is likely the pt's disease progression.